Event description:
It was reported that the customer experienced low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and delivered a larger bolus than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.